Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. The implantable cardioverter defibrillator could not be interrogated with various programmers. No intervention was performed. The patient was in stable condition.